Manufacturer narrative:
On 2019-feb-25 arjo was informed about an event that took place in (B)(6) 2018, related to arjo active floor lift. According to provided information, when the resident was going to sit on the toilet, they let go of the hand grips (what was in opposition to the directions of caregivers). In effect, the resident went through the sling and wound up between the toilet and the wall. As an outcome, the patient sustained injuries (of unknown severity). The review of reportable complaints registered under sara 3000 and sara plus brand names shown a limited number of events related to resident's slipping out of sling. Further analysis revealed that there is no statistically significant trend. Despite several attempts, it was impossible to identify involved device or sling; there was uncertainty if it was arjo sara 3000 or sara plus. Manufacturing date or device condition information was also not made available for us. Both sara 3000 and sara plus are standing and raising aids with similar design, intended to be used by patients who have some trunk stability, continuously attended by a trained caregiver. Based on product knowledge and review of previous complaints, it is unlikely for a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to such scenario. Incorrect resident positioning: arms are not placed outside of the sling. According to sara 3000 instructions for use (IFU, version number kkx81010m-en rev. 16) and sara plus instructions for use (kkx52180m_en rev. 17), the resident must hold on to the resident support grips with one or both hands and the caregiver shall make sure that the resident's arms are outside the sling before transfer. The person incorrectly evaluated for suitability. The sara 3000 IFU warns the user: "before attempting to use sara 3000, a full clinical assessment of the patient/resident condition and suitability must be carried out by a qualified person." Similar warning is included in the sara plus instructions for use. The chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in the IFU). Based on the information shared by the customer facility, the first and the second factors seem to be related to the investigated event, but due to limited information collected during investigation, we have not managed to find the root cause with certainty. Following transfer procedures outlined in the devices instructions for use, there is a very low possibility of any potentially risky situation to occur. Arjo sara plus or sara 3000 active floor lift played a role in the event as it was used for resident's transfer when slipping out of the sling incident happened. In effect, the resident sustained injury of unknown severity. There was no indication of technical failure within the lift or the sling which might have contributed to the event. This complaint decided to be reportable based on the potential of serious injury if the incident would to re-occur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about an event that took place in (B)(6) 2018 related to arjo floor lift. It was impossible to identify if it was a sara 3000 or sara plus. It was reported that the incident occurred when the resident was in the bathroom; they were going to sit on the toilet and the resident let go of the hand grips, what was in opposition to the directions of caregivers. In effect, the resident went through the sling and wound up between the toilet and the wall. An injury was sustained but the severity was not shared.

Manufacturer narrative:
Another attempts to obtain additional information were made. Additional information will be provided upon conclusions of the investigation.